Event description:
Event description boston scientific received information that noisy intercardiac signals causing ventricular tachycardia (vt) events, were present on the right ventricular (rv) lead. No patient symptoms were reported and this was observed during a routine evaluation. The r-wave morphology was 3-5 mv. A lead revision followed the next day, and during the procedure, it was observed that the rv lead had migrated in the axilla. This lead was surgically abandoned and a new lead was successfully implanted.